Event description:
A male presented with respiratory arrest secondary to aspiration pneumonia with septic shock and cardiac arrest. Patient then required non-invasive ventilation post extubation. Patient developed unstageable pressure injuries on the bridge and both sides of the nose due to the bipap gel mask. The wound care team was consulted and treatment was initiated. The patient is being monitored by our wound care team.